Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he got sensor anomaly on the insulin pump. Customer's blood glucose was 251 mg/dl. The customer stated that the serter did not fire. The customer was advised to try and insert another sensor once he gets home. Customer was advised if gets stuck in serter, the serter need to be replaced.